Event description:
Pt was undergoing an open abdominal procedure. After surgeon and pa put their hands in the abdomen they felt wetness on their skin. When the surgical gowns were changed, they noted their entire forearms were covered in pt blood.